Event description:
Consumer believes that needle may have detached and remained in the injection site. He went to ER and had an x-ray. The x-ray showed a cloudy area but at ER they were unable to determine that the cloudy area is needle or not. The consumer was advised to wait 24-48 hours to see if the area festers up and the needle starts to work its way out.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off or detached. Quality will continue to monitor on monthly trend reports.